Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 5 events were reported for this quarter. 5 devices were received for evaluation; 5 events were confirmed. 5 devices were found to be affected by corrosion. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 5 malfunction events in which the device had run-on. 1 reported event had patient involvement; no patient impact. 4 reported events had patient involvement; no patient impact.